Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. The analysis indicated that the balloon was ruptured. The mechanical operation of the catheter was analyzed. The mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the balloon catheter indicated damage during use. The analyst noted the balloon catheter was returned without the syringe. There is blood in the infusion port. The shaft of the balloon catheter is kinked at 93.7 cm. The balloon at the distal end of the catheter is ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, after the physician expanded the balloon catheter, imaging showed dye extravasation into the pericardium and some staining around the coronary sinus. A secondary injection confirmed dye injected into the pericardium. A perforation of the coronary sinus was suspected and it was noted the balloon broke. The catheter was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, after the physician expanded the balloon catheter, imaging showed dye extravasation into the pericardium and some staining around the coronary sinus. A secondary injection confirmed dye injected into the pericardium. The physician moved the catheter and attempted to re-inflate but it would not inflate. It was noted the balloon broke. The catheter was removed and replaced. No further patient complications have been reported as a result of this event.